Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the device was not reading etco2. There was no reported patient involvement/adverse patient impact.